Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that the impedances were within normal range. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated that he is having trouble charging both batteries. The rep will be meeting with the patient on (B)(6) 2018 and assess what is going on. Additional information was reported that the cause of the patient's trouble with charging was due to out of regulation (oor), and the patient's system is not able to handle to energy requirements. The patient was reprogrammed which seems to have helped somewhat. The rep has met with the patient and the patient came in very frustrated with charging and coverage issues, (the patient stated he was charging a couple times a day) he was not able to turn stimulation up because of oor. An impedance test indicated electrodes 1 and 6 are out of range. The battery was completely drained ((B)(4)) when the patient came in and the battery was charged in office. The rep was easily able to get a good connection and charged the battery up to 60% in about 40 minutes. The patient reported he had been struggling with charging. The pas in office didn't find anything remarkable or of concern other than some inflammation and fluid in the pocket which will probably resolve over the next month. Group a1 is set to 0-2-3-4+5+7+ pw 520 r 70 a 26.1 left neck pns. Unfortunately the patient is not feeling much stimulation in the left neck and they're maximizing the strength. The patient's group a2 is set to 9-10-11-13+14+15+ pw 450 r 70 a 5. The stimulation is fairly strong with a low amplitude of 5ma. The patient will not be able to increase with his patient controller (pc) due to the oor. The patient second ins was tested and electrode 1 was out of range. The patient is currently using group b1 set at 0-2-3-5+6+7+ pw 450 r 60 a 19.7. The patient feels stimulation stronger in his right neck versus his left, especially when standing. B2 is set at 8-10-11-13+14+15+ pw 450 r 60 a 5.3. The patient is getting good stimulation of upper thoracic back at fairly low amplitude. Unfortunately the patient still requires a great deal of energy and will be charging every day with (B)(4) and probably twice a day for ins (B)(4). The patient was provided with adhesive discs to help with charging. The patient was very frustrated and insisted that we should have a belt that enables both antennas to be used at the same time. He also complained of needing both programmers and charging equipment wherever he went. Both of the patient's programmer were label to make it a little easier for the patient. No further complications were reported. No additional patient symptoms were reported.